Event description:
Per the surgeon's report, this cochlear implant recipient was hospitalized in 2006 with bacterial meningitis (heamolythical streptococ a), 5 1/2 years post implantation. During the patient's hospitalization, clear signs of middle ear infection were present. She reportedly also had a defect at the "tentorium cerebelli" caused by mastoiditis in 1998. These combined factors are believed to have contributed to this meningitis infection. Clinicians have excluded any relation to the cochlear implant. Further details will be provided to the FDA upon receipt.